Manufacturer narrative:
Infection is the probable cause of failure. The pt's alcoholism is probably a contributing factor, as it is a known contraindication for dental implants.

Event description:
Implant placed 10/13/1997. It failed and was removed 2/20/1998. Implant was placed in a bone graft.